Event description:
It was reported that an asymptomatic patient presented via remote transmission, oversensing of far r waves was observed. Programming changes were recommended but not made yet. The patient was stable.